Manufacturer narrative:
The product was returned, and a purge leak was visually confirmed in between the kink protector and the red handle on the catheter end. The kink protector was able to shift slightly but was securely glued to the red handle. The catheter was unable to freely twist inside of the kink protector. The red handle was opened, and no twisted wires were observed. The leak was originating behind the monkey fist and under the kink protector. The monkey fist was easily removed from the kink protector and the lines were pulled to expose a severed purge line. A product history review was performed which did not indicate any systemic issues. The root cause of the purge leak was determined to be a severed purge line, due to manufacturing operator error. As noted in the impella IFU: this report is being filed as part of a retrospective review of historical records. Impella cp with smart assist for use during cardiogenic shock and high risk cpi section: cleaning as noted in the impella IFU ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported during the initial setup of the impella in the field, a purge leak was noted at the red plug on the catheter side where it appeared to be leaking between the red and grey pieces. The pump was not inserted due to the leak and procedure was aborted. There was no patient harm reported.